Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to activ.a.c.¿ therapy. There have been several attempts made to gather additional information, but there has been no response. It is unknown if and what medical or surgical intervention was required. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill¿ therapy system). Refer to dressing application instructions (found in v.a.c.¿ dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.¿ therapy should be discontinued.

Event description:
On (B)(6) 2017, the following information was reported to kci by the prosthetics department representative: the physician is reporting that the unit does not have suction. The representative does not have anymore details and is not with the patient. On (B)(6) 2017, a kci representative contacted the patient who stated he was driving home and does not have the unit connected. The patient stated the unit was at the "right pressure but draining was still in the dressing." On (B)(6) 2017, the following information was reported to kci by the patient: the patient called to troubleshoot the unit. The patient reported there was fluid in the wound when dressing was removed, and the physician removed the unit from the patient until "infection clears." No additional information is available. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci quality engineering. The device did not meet specifications for initial pressure transducer or 200 mmhg checks due to being out of calibration; however the device still passed all qc alarm testing and the unit was still capable of providing v.a.c. ¿ therapy. Throughout the test run on the dressing board, the device maintained a firm dressing seal, and no alarm conditions or operational malfunctions were experienced. The customer complaint was not confirmed in kci quality engineering.

Manufacturer narrative:
Based on the additional information obtained regarding the device history review of v.a.c. Dressing and activ.a.c. Canister lot numbers, kci's assessment remains the same; it cannot be determined that the alleged infection is related to activ.a.c. Therapy.

Event description:
Device history reviews of v.a.c. Dressing lot number 2665873 and activ.a.c. Canister lot number 2953880 were performed and determined that all end release testing of products and packaging met specifications.